Event description:
Complainant alleged that the medics were attempting to defibrillate a patient (age and gender unknown) who was in cardiac arrest condition, but the device would not discharge the energy. The medics obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.